Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. Additionally, freestyle test strips are not labeled for use with the freestyle freedom lite meter. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that in (B)(6) 2014 a pharmacy provided him with freestyle test strips to use with his freestyle freedom lite meter and he suspected he had been receiving inaccurate readings since then, stating he had been "medicated based on the readings". Customer further reported he sought a retina specialist and was told that his neuro vasculitis "was caused by the fact that (his) blood glucose (had) been too high" and he subsequently experienced increased blindness. Customer additionally reported receiving "avastin shots in both eyeballs" on a monthly basis, alleging his meter prevented him from properly controlling his diabetes. Readings of 174 mg/dl and 147 mg/dl, obtained on (B)(6) 2015 respectively, were reported by the customer. No additional information was received by the caller as he refused to continue troubleshooting. There was no report of death associated with this event.